Manufacturer narrative:
B3 date of event: the event date was estimated based on the aware date since the event date was unknown. D6a implant date: the implant date was estimated as (B)(6) 2024, based on the report that the device was implanted approximately 1.5 years ago. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction requiring medical intervention. A 20 x 4.00mm promus elite drug-eluting stent was implanted approximately 1.5 years ago. Since then, the patient has developed allergic symptoms and consulted an allergist. The allergist requested information regarding the metal composition of the stent. Further details regarding the intervention have not been provided.

Event description:
It was reported that the patient experienced an allergic reaction requiring medical intervention. A 20 x 4.00mm promus elite drug-eluting stent was implanted approximately 1.5 years ago. Since then, the patient has developed allergic symptoms and consulted an allergist. The allergist requested information regarding the metal composition of the stent. Further details regarding the intervention have not been provided.

Manufacturer narrative:
B3 date of event: the event date was estimated based on the aware date since the event date was unknown. D6a implant date: the implant date was estimated as (B)(6) 2024, based on the report that the device was implanted approximately 1.5 years ago. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device technical analysis: the device remains implanted and in service; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. It was reported that a year and a half post promus elite stent deployment the patient developed allergic symptoms. Allergic reaction is listed within the instructions for use (IFU) as a potential risk associated with the procedure and use of the promus device. The device is not indicated to be returned.